Event description:
A surgeon reported four patients with a dislocated intraocular lens (iol) following iol implant surgery. The surgeon rotated the iols back into position. The surgeon reported this patient was much happier with her vision following the rotation. There are four medical reports associated with this event this report is the first of four reports.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2009, 05/28/2009, and 06/03/2009 by phone. Medical records were received on 06/03/2009. This report was mailed to FDA on: 06/19/2009.